Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she put on the sensor due to low blood glucose readings. Customer stated that one time she was low at night and her blood glucose was 40 mg/dl on about (B)(6) 2017. Customer stated that the sensor did not go off. Customer drank orange juice to treat her low blood glucose. Customer stated that she was away and she was swimming and running around. Customer does not know what caused the low blood glucose. Customer stated that her sensor glucose would be 118 and her blood glucose was 218 mg/dl. Customer stated that the infusion set quick release did not line up and it unclicked. Customer stated that this happened 3-4 times. Customer wsa advised not to use the reservoir beyond the allowed days. Customer reported an insulin flow blocked alarm. Customer did a complete set change to resolve the issues. Customer was advised to return the set and will be sent replacements.